Event description:
Caller states patient tested 4.6 inr and 4.3 inr on the coaguchek xs system while a comparison lab returned as 6.67 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.